Event description:
It was reported, the customer received several alarms on their insulin pump. Customer reported button error alarms and a motor error alarm in their alarm history. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarms. Customer declined to troubleshoot for their motor error alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was unable to prime during the prime test, and gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. No motor error alarms noted. The motor passed the motor test. No button error alarm noted, but the pump had intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.